Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the button test was skipped and the device failed the treatment implementation test. As this occurred during testing, there was no patient involvement.

Manufacturer narrative:
Based on the information available, the identified the root cause of the reported issue is due to the defective handle. Device is working fine as per manufacturer's specifications after replacement of defective handle. The investigation concludes that no further action is required at this time.